Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received two sensors that did not contain cannulas. Blood glucose level at the time of the incident was about 145 mg/dl. The customer reported that she inserted one needle, which caused bleeding. Customer stated that when she removed it, she did not see a cannula, but there was no evidence that the cannula was in her body. The customer was advised that the sensors would be replaced but did not return the products for analysis.